Event description:
During implantation of a total knee replacement, the patient's bone fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.